Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio sync meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016 around 9am. The patient manages his diabetes with a combination of medications including ¿trulicity, gluentz and eindoka¿ and on (B)(6) 2016 around 09:20 am she took 2 extra pills of ¿carb blockers¿. The patient denied that he developed any symptoms and no medical intervention was reported. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the tests strips were stored correctly and not expired. The patient was unable/unwilling to answer if the test strip completely drew in the blood sample. The cca confirmed that the patient carried out the correct testing steps. However, the issue remained unresolved as he no longer had test strips to complete a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.